Event description:
In 2006, the physician performed a jowl and neck lift with the endotine ribbon device. Everything went well until post operative day 4 through 6. The pt reported a "pop or snap" over the weekend (4 days later) and when the pt came in 3 days later, the elevation of the left side had fallen. The distal end of the ribbon was more noticeable in her anterior neck and with palpation, dr could tell that the ribbon was not attached to the underlying tissue.

Manufacturer narrative:
Dr went back through the left postauricular incision and found that the ribbon had a crack along one side, 2 holes below the proximal end and has completely broken 4 holes below the end. Dr removed the broken, free strip of ribbon and resutured the remaining segment of ribbon back to the mastoid periosteum.